Event description:
It was reported that this right ventricular (rv) lead presented noisy signal and a lack of capture, due a suspected fracture, however the fracture was unable to be confirmed by x-ray imaging this lead was capped and surgically abandoned, with a new lead implanted. No additional patient effects were reported.